Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient wasn't able to charge the last time, despite trying many times. There was no communication or connection between recharger and ins. The physician tried communicating with the clinician programmer and did not find any device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient tried to charge their ins the day prior to this report and couldn't get any communication with the ins. The patient had charged the ins two days prior to the event. The physician tried to communicate with the clinician programmer, but was not able to. Diagnostics included an x-ray to check the ins position, but the position was good. The patient was confident with their charging procedure and explained very well. The ins was replaced, and the issue was resolved. The patient was okay, and no medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Initial examination confirmed a no output and no telemetry condition. Initial examination confirmed that the ins was in an over discharged condition and a physician recharge mode was required to restore telemetry. One physician mode recharge was needed and after that a normal recharge was performed. According to the trace report taken from the ins, the last recharge took place on (B)(6) 2018 (day of implant). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good activa rc ins, indicating that this ins is working correctly with a recharger. In the recharger block format section of the trace report, the only recharge session reported had 8 blocks of coupling. Method code, result code, and conclusion code no longer apply. If information is provided in the future, a supplemental report will be issued.